Manufacturer narrative:
The device was examined by the local factory service representative. Proper device operation was observed through full performance and functional testing.

Event description:
The unit turned on and did not recognize that the AED pads were attached to a patient described as in cardiac arrest. The operator tried to unplug and re plug pads in several times with device still advising "connect pads" operator turned device off and then tried a second set of pads. Unit recognized pads and advised no shocks. The facility reported there was no adverse affect to the patient resulting from the use. The basis for this conclusion was not reported.